Event description:
A diabetes therapy consultant reported that the insulin pump had motor error alarms and no delivery alarms. The caller also reported that the insulin pump's act and up buttons were sticking and it required frequent battery changes. Blood glucose level at the time of the incident was not provided. The customer declined further assistance and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.